Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial (B)(4), product type: lead. Product ID: 977a260, serial (B)(4), product type: lead. The main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot (B)(4), ubd: 22-may-2022, (B)(4); product ID: 977a260, serial/lot (B)(4), ubd: 12-apr-2022, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins). It was reported that patient had infection at the lead placement site. Infection is superficial. No explant required. Health care professional (hcp) washed the site and incision and drainage will be sending patient home with oral antibiotics. It is unknown if IV antibiotics were given. Rep stated that patient will be sent home with oral antibiotics. Rep said patient's husband changed the dressing, that¿s probably what caused the infection. No further patient symptoms or complications were reported in this event.